Event description:
It was reported that the patient had no stimulation sensation "since implant." The patient had no problems until toward the end of (B)(6) 2012, when the patient lost relief and started to have leakage. It was stated that there were no known incidents that caused trauma to the implant, however, it was reported that the patient fell on her stomach in (B)(6). The patient increased stimulation from 2.8 v to 3.6 v. No patient injury was reported. Three weeks later it was reported that the patient had received assistance from her doctor or a manufacturer's representative and her concerns were resolved.

Manufacturer narrative:
Product ID: 3889-28, lot# v989275, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).